Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another device during the same surgery.

Event description:
Per the clinic, the patient experienced strong pain inside and behind the ear which is exasperated by device use. The patient also reports pain in the left eye and neck.